Manufacturer narrative:
A ge rep evaluated the system and replaced the brightness amplifier. System operates as intended.

Event description:
The customer reported, the system has several problems including image quality. No pt injury was reported.